Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be successfully interrogated prior to implant, despite taking it out of the box, turning it over and trying with two different programmers.